Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:h4.. Additional information added to field: d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the xenon light source lamp was just replaced, but the spare lamp indicator was lit. Troubleshooting efforts were made and the customer was advised that the spare lamp will come on if the main xenon lamp failed to ignite or failed. The issue could be that the main lamp was not installed correctly, the lamp failure, or the failure of the visera elite xenon light source (clv-s190). It was advised to check with other working xenon light source by swapping out the lamp and heatsink assembly with this one and observe the result. If the same issue persists then the issue is coming from this clv-190 evis exera iii xenon light source. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source lamp was just replaced, but the spare lamp indicator was lit. The issue occurred before procedure. There were no reports of patient harm.